Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir came off while removing the transfer guard. The customer's blood glucose level was unknown. The customer did not need to troubleshoot. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed a visual inspection using dop114-811doc appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to verify snap-caps dimensions.